Manufacturer narrative:
Per the tandem user guide: ¿only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Bg cause was unknown. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was using off label insulin (lispro lilly u100) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.